Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, one (1) polarcup trial insert nav 22/47 broke into three (3) pieces inside the patient, pieces were removed with kocher. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip arthroplasty surgery, one (1) polarcup trial insert nav 22/47 broke into three (3) pieces inside the patient, pieces were removed with kocher. The procedure was resumed, without any delay, using the same device. The complaint device used in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that it was fractured into three pieces and one small fragment is missing. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional similar complaint reported for the same batch, and 2 additional similar complaints for the same product number over the past 12 months with similar failure mode. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. As part of the continuous improvement, smith + nephew is working on a design enhancement. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.